Manufacturer narrative:
The manufacturer reports 3005099803-2008-00389, 3005099803-2008-00391, and 3005099803-2008-00392 pertain to the three prior events prompting the physician to test this fourth device. The device eval has not been completed; the cause of the reported malfunction has not yet been determined. The march 2008 15-month hemostatic clipping device product family trend report, inclusive of all failure modes, was reviewed; no anomalies were noted.

Event description:
Notes: the date of the event is unknown. This report pertains to a device which was not used in a pt. It was reported to boston scientific corporation that, as a result of three prior experiences of difficult clip deployment, the physician deployed a fourth resolution clip device, as a benchtop test. According to the complainant, the physician experienced the same outcome as the other three.